Event description:
It was reported that the patient was experiencing pain at the battery site due to shallow placement of the ipg and the ipg sticking out. Surgical intervention took place on (B)(6) 2024 where the ipg was repositioned from the right low back to the left low back to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.